Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Per tandem¿s user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Customer loaded new cartridges to resolve the issues. Reportedly, the customer filled the cartridge with cold insulin, over filled the cartridge with insulin, and did not practice the proper air removal techniques. Tandem technical support educated the customer this was off-label. Additionally, it was reported that resistance was intermittently experienced during the fill process. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.